Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 556 mg/dl. The high blood glucose was treated by manual injection. The current blood glucose was 550 and other blood glucose value was 478 mg/dl. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Performed displacement test and self test and results were passed for both. The customer also had symptoms like nausea. The insulin pump will not be returned for analysis. Unomed.inf.set.